Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the communication error b30 occurred due to a defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an endoscope communication malfunction, error b30. The event occurred during setup and inspection for use. There was no patient involvement.